Event description:
Related manufacturer reference number: 2017865-2021-38370. It was reported that the patient presented for a follow up with far r-wave oversensing, and inappropriate automatic mode switch exhibited by the implantable cardiac defibrillator. Programming interventions were made. The clinician also stated that the right atrial (ra) lead exhibited noise and elevated capture threshold. However, it was unclear if the issue was noted prior to device upgrade on (B)(6) 2021. Further information regarding the ra lead was requested but not received. The patient was asymptomatic.